Event description:
It was reported that the patient had elevated power and flow. The patient experienced this on a regular basis. The team discussed the possibility of a pump exchange. It was reported that the patient had elevated power and flow on (B)(6) 2024. The patient experienced this on a regular basis. The team discussed the possibility of a pump exchange. The patient had no symptoms at the time of the event and no treatment was performed. It was unknown if the event resolved.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the submitted log file confirmed elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log file captured pump power and flow elevations on 08jan2024 and 09jan2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed for the duration of the file. The patient remains ongoing on the heartmate ii left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1, "introduction¿, addresses pump parameters including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Additionally, any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.